Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that post discharge check revealed right atrial (ra) lead loss of capture (loc) during threshold testing. Technical services (ts) reviewed the electrogram (egm) strips noting ra threshold measurements were intermittent. Atrial channel oversensing of ventricular signals was observed as well. The field representative adjusted sensitivity and cross chamber blanking without resolution. A chest x ray confirmed the leads position looked good. The field representative was able to program around the oversensing by adjusting the ra sensing and good threshold measurements were then obtained. This ra lead remains in service. No adverse patient effects were reported.